Manufacturer narrative:
Per the clinic, the patient underwent a procedure to reposition the receiver-stimulator on (B)(6) 2013. Implanted device remains. This report is filed october 16, 2013. Implanted device remains.

Event description:
Per the clinic, the patient underwent a surgical procedure on (B)(6) 2012, to correct migration of the receiver/stimulator. It was also reported that as of (B)(6) 2012, the receiver/stimulator has again migrated from the correct positioning. The implanted device remains. There are plans to reposition the receiver/stimulator, but it is unknown if this has occurred as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
(B)(4) implanted device remains.